Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a competitor sales representative that this lead may be removed. It is unknown as to why, and additional information has not been received as to reason. As of today, the lead remains implanted. To date, no adverse patient effects have been reported.